Event description:
It was reported that during a right carotid endarterectomy performed on (B)(6) 2012, bleeding occurred through the needle holes of the patch. The surgery was prolonged to achieve hemostasis which necessitate the use of hemostatic agent, administration of protamine and placing a drain. The patch remained implanted, no injury was reported.

Manufacturer narrative:
Method: a review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, the review of the water permeability testing of (B)(4) products coated on the same day and under the same conditions as the complaint device indicates values well within product specification. Results: (B)(4) retention sample coated on the same period as the complaint device underwent water permeability testing at (B)(4). The test result indicated a value well within product specification. Conclusions: no conclusion can be drawn. However, all available information and the product testing performed would tend to indicate that the device was not defective.